Event description:
Pt believes the lens received from internet co was not the correct lens. It didn't feel like the correct thickness or size but pt wore it. Internet co was lensfirst.com. The lens scratched pt's eye. Injury resolved after several days.